Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs 1225714-2014-05018, 05018, 05020, 05021, 2937457-2014-01154 and 01155.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2012 and subsequently expired on (B)(6) 2012, after the use of the product.